Manufacturer narrative:
(B) (4).

Event description:
It was reported the patient experienced a surging sensation at the paresthesia location. The patient had been feeling this for approx a few months. Impedance measurements were normal. Longevity calculations were performed to estimate ins battery life, but were not reported. Palpating caused stimulation changes at the device location. An x-ray was performed and the device did not appear to be flipped. When pushing on the device the patient was able to recreate the surging. A revision was expected to take place to determine the cause of the surging and revise the system as needed. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.